Event description:
The main body graft was introduced via a left sided introduction. Main body graft placed without any complications. During the sizing of the devices, the physician selected a shorter main body graft and had planned to build up the bifurcation. The contralateral iliac leg length was longer than needed, therefore, the physician placed the iliac leg graft up high inside the contralateral limb above the bifurcation. Right hypogastric artery was preserved but the proximal portion of the iliac leg graft was noted to obstruct the lumen of the ipsilateral limb. An iliac leg extension was placed at the proximal portion of the ipsilateral limb of the main body graft for the purpose of building up the bifurcation higher and supporting the deployed iliac leg graft on the contralateral side. Placement looked good and graft remained patent. Upon deployment of the ipsilateral leg graft, the left hypogastric was inadvertently covered. Since the pt had a patent right hypogastric, no other intervention was attempted.